Manufacturer narrative:
The reported event of telemetry lockout was confirmed. Analysis of the information provided determined that the device entered ble lockout due to an interaction with the mymerlin application. There is no device malfunction suspected and the device is performing as intended.

Event description:
New information received indicates that the device was eventually able to pair upon re-interrogation, indicative of telemetry lockout.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a suspected bluetooth malfunction. No intervention was reported. There were no patient consequences.